Event description:
It was reported that during maintenance, the cutter failed the test cut acceptance with an incomplete cut. No adverse events associated with this malfunction. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Associated mesher medwatch: 0001526350-2023-00138.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to produce an incomplete cut during the mesh test cut; however, the repair was not completed because the cutter was returned to the customer with notification that the device failed the mesh test cut acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00138-1; 0001526350-2023-00136-1.

Event description:
There are no additional details regarding the event.